Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to lead body, conductor fracture. The lead also exhibited high impedance greater that 2000 ohms. This lead was successfully replaced. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was noted in neck region (tip). Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the near end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The electrical and physical allegations were confirmed with observation of a fractured inner coil near the terminal end.

Manufacturer narrative:
The product has been received for analysis. Once the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to lead body, conductor fracture. The lead also exhibited high impedance greater that 2000 ohms. This lead was successfully replaced. No adverse patient effects.